Manufacturer narrative:
This is a supplemental report. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. As a result of confirmation using similar products by olympus medical systems corp. (Omsc), the reported phenomenon was not duplicated even when a torsional or tensile load was applied when the olympus duodenoscope was normally attached. The manufacturing record was reviewed and found no irregularities. The exact cause could not be determined, but it was surmised that the phenomenon occurred due to the following; due to insufficient attachment to the duodenoscope, it will detached with the load being used. Since chemicals such as anti-fogging have adhered to the distal end, chemical damage occurs and the scope becomes insufficiently attachment, causing the subject device to detached. The instruction manual of the subject device already instructs; do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline(r)) to the distal cover and the endoscope. These products may cause cracks of the distal cover. If a distal cover with cracks is used, it may cause thermal injury due to electric current leaks when high-frequency cauterization treatment is performed. Never use the endoscope unless the distal cover is properly attached to the distal end. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the distal cover off may cause patient injury by the uncovered distal end of the endoscope.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The distal end cover maj-2315 of the tjf-q290v was missing during the scope and the drainage tube was being withdrawn from the patient body after an ercp (endoscopic retrograde cholangiopancreatography). The user presumes that the distal end cover maj-2315 was detached from the scope and fell into the body of the patient. The user used the same device to complete the procedure. There was no report of the patient injury other than above.